Event description:
The technician alleged the side rail could not be raised to the latch position. No patient impact.

Manufacturer narrative:
The technician found the side rail is bent. The technician replaced the side rail to resolve the issue.